Event description:
It is reported that a customer was hospitalized due to suffering a stroke. The customer's blood glucose level was 46 mg/dl. The customer was advised to send the insulin pump back for analysis when they get a chance. It is unclear whether the cause of the low blood glucose was the cause of the stroke. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.